Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: the notify date on the initial report should have been 2019-04-13 and not 2019-04-15 as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 24-apr-2019 from a company representative who reported that the cause of the patient¿s light headedness had not been determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 2.5mg/0.1mg/day. The indication for use was spinal pain. On (B)(6) 2019 the company representative reported that he received a call from the physician who wanted to have the company representative confirm the patient¿s new pump was programmed to minimum rate as the pump implant just occurred on (B)(6) 2019 but the patient was experiencing lightheadedness, the reporter did not know if there were other symptoms. On saturday, (B)(4) 2019, the company representative confirmed the pump was at minimum rate and the patient was transferred to the hospital where the pump was explanted. The physician was speculating it was a pump or possibly an infection issue. No other complications were reported or anticipated.